Event description:
Pal encountered an additional issue during evaluation; ground wire on power entry module is loose.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. The cause of the rite earth leakage current failed performance spec was undetermined as not enough evidence was available to make a determination.